Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to diabetic ketoacidosis. The customer blood glucose level was 200 mg/dl. The customer declined troubleshooting for high blood glucose value still experienced low and high blood glucose value. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No over delivery anomaly or under delivery anomaly noted. No damage noted on the serial number label. Device had scratched case and a pillowing keypad overlay.